Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during a hemorrhoids ligation procedure performed on (B)(6) 2021. During the procedure, the first band successfully deployed; however, the second band could not be deployed and the bands got twined. The device was then removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. Additionally, it was noted that the device was going to be expired on november 4, 2020, but the device was used during a procedure on (B)(6) 2021. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.